Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-05863, 1627487-2022-05864. It was reported the patient had high impedances. As a result, the lead and ipg was explanted and replaced to address the issue. Therapy restored post-operatively, reportedly.

Manufacturer narrative:
An ipg replacement due to high impedance was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Effective therapy was reestablished.

Manufacturer narrative:
The reported impedance issue was not confirmed. Analysis of the returned ipg found that it passed all functional testing on the ate, which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation, and it communicated with all lab utilities.